Event description:
Reporter alleged blood glucose measured hi at 7:42 am back to back to a result of 229 mg/dl performed at 7:33 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.